Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The serial number is unknown. The device manufacture date is unknown. Concomitant device: burr device. UDI: (B)(4).

Event description:
It was reported that during a pmcf survey, a surgeon stated that during an unspecified surgical procedure, it was observed that the motor device overheated occasionally and the burr device was not locking. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.